Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up and upon device interrogation, it was noted that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition during shock delivery. Additionally, a concern for premature battery depletion (pbd) was also reported. It was recommended to evaluate the ICD device and the implanted non-boston scientific right ventricular (rv) lead integrity and consider replacement of one or both components. Consequently, the patient was hospitalized, and the replacement procedure for both products was scheduled. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The system remains in service. Additional information was received. The patient reported symptoms of shortness of breath. Surgical intervention was later performed, and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a routine follow up and upon device interrogation, it was noted that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition during shock delivery. Additionally, a concern for premature battery depletion (pbd) was also reported. It was recommended to evaluate the ICD device and the implanted non-boston scientific right ventricular (rv) lead integrity and consider replacement of one or both components. Consequently, the patient was hospitalized, and the replacement procedure for both products was scheduled. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The system remains in service. Additional information was received. The patient reported symptoms of shortness of breath. Surgical intervention was later performed, and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis of the device memory confirmed a shock lead short fault, and x-ray imaging revealed that the plasma fuse was open. It was concluded that the damage to the device was a result of shocking into a shorted lead, which in this case, was a non-boston scientific product. This type of damage is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up and upon device interrogation, it was noted that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition during shock delivery. Additionally, a concern for premature battery depletion (pbd) was also reported. It was recommended to evaluate the ICD device and the implanted non-boston scientific right ventricular (rv) lead integrity and consider replacement of one or both components. Consequently, the patient was hospitalized, and the replacement procedure for both products was scheduled. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The system remains in service. Additional information was received. The patient reported symptoms of shortness of breath. Surgical intervention was later performed, and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a routine follow up and upon device interrogation, it was noted that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations and code 1004 indicative of a short circuit condition during shock delivery. Additionally, a concern for premature battery depletion (pbd) was also reported. It was recommended to evaluate the ICD device and the implanted non-boston scientific right ventricular (rv) lead integrity and consider replacement of one or both components. Consequently, the patient was hospitalized, and the replacement procedure for both products was scheduled. At this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The system remains in service.